Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The screen is flickering after powering on. Restarting does not resolve the issue. There was no patient involvement reported.